Event description:
Customer reported device = 246 mg/dl and lab = 182 mg/dl. The doctor increased dosage of diabetic medications based on the result of the lab. No controls were used. A request was made for return product and replacement product was sent.